Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she received a motor error alarm. The customer also reported that she received a motor position encoder error alarm. The customer stated that she was unsure if the insulin pump was exposed to high magnetic field prior to the event. The customer's blood glucose was 207 mg/dl at the time of incident. The customer stated that the she programmed a bolus and it went off during bolus. Troubleshooting did not occur. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The customer agreed to return the insulin pump for analysis.